Manufacturer narrative:
The customer reported the code blue was not alarming in or #10 on the second floor. There was no report of patient injury or death associated with this event. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Investigation of the reported event determined the room was disabled in ect configuration and need to be enabled to resolve the issue; the code blue switch alarmed successfully. Further inquiry with the customer found other rooms on the unit had been disabled and there was on and off construction occurring within the unit. Based on a retrospective review and lack of information around the reason for the room being disabled in ect configuration, hillrom is reporting the event of a missed secondary code blue alert due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
Hillrom received a report from the customer stating the code blue was not alarming in or #10 on the second floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hillrom received a report from the customer stating the code blue was not alarming in or #10 on the second floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported the code blue was not alarming in or #10 on the second floor. There was no report of patient injury or death associated with this event. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Investigation of the reported event determined the room was disabled in ect configuration and need to be enabled to resolve the issue; the code blue switch alarmed successfully. Further inquiry with the customer found other rooms on the unit had been disabled and there was on and off construction occurring within the unit. It is noted that the customer performed facility renovations from 2020-dec 2022 which include the 1st and 2nd floor, renovations were noted to involve disabling rooms, moving unit equipment, renaming rooms, and requesting call routing changes including routing to secondary consoles. Based on this information, no further action is required.